Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 1. The hp stated that he disconnected to go to the bathroom and when he came back, he received the system error. The hp disconnected during dwell 1, but did not press stop. The hp reconnected after the alarm occurred. The sample was discarded and lot number was unknown. Product surveillance contacted the home patient who has had no further problems with a system error 2240 alarm. No patient injury or medical intervention was reported. No additional information available.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. When the initial call was received from the home patient (hp), the technical service rep reviewed proper procedures related to disconnection per the user manual. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).